Manufacturer narrative:
It was reported that the ventilator had an issue with installation mount bracket. According to information provided by our field service engineer, a request to install the bracket was raised. The ventilator works according to the manufacturer's specifications and there are no malfunctions.

Event description:
Manufacturers ref# (B)(4).

Event description:
It was reported that the ventilator had an issue with installation mount bracket. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).